Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad)exhibited low flow alarms. There was a rapid drop in flow/power. The patient went to the emergency department and was admitted. Log file review appeared to show an obstruction in the pump. It was also reported that the patient experienced thrombosis but was off anticoagulation due to a recent head bleed. It was further reported that the vad started sounding different/worse from the original abnormal sounds like ¿the pump was empty.¿ the grinding sounded like the clot had moved into the pump. The vad power had not increased. Lactate dehydrogenase (ldh) started increasing to 1200s. The patient was not a surgical candidate, with infection and stroke history, including very recent stroke 2 months ago. It was noted that the patient experienced another stroke and had an interventional radiology procedure for thrombectomy. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for an update to: -b2. Outcome attributed to adverse event: added death <(>&<)> date of death -b5. Desc evt problem -h6. Patient codes (ime/annex e) <(>&<)> imf (annex f) health impact investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that when the patient was planned to be discharged to rehab the vad still had a harsh sound. It was also reported that the patient had a percutaneous endoscopic gastrostomy (peg) tube was placed. Of note the patient could not swallow, had difficulty speaking, repeats, and recognized some folks. It was noted that the stroke was worse than any of the others and the patient subsequently expired.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. Log files analysis revealed a sustained decrease in power consumption and estimated flows between starting on 29/nov/2022 followed by a sudden decrease in power consumption and estimated flows since 19/dec/2022 leading to parameters below normal operating range. 98 low flow alarms were logged since 10/dec/2022. As a result, the reported low flow event was confirmed. The reported "abnormal sounds" event could not be confirmed due to insufficient evidence. Information received from the site indicated that the patient experienced thrombosis but was off anticoagulation due to a recent head bleed. It was further reported that the vad started sounding different/worse from the original abnormal sounds like ¿the pump was empty.¿ the grinding sounded like the clot had moved into the pump. The vad power had not increased. Lactate dehydrogenase (ldh) started increasing to 1200s. The patient was not a surgical candidate, with infection and stroke history, including very recent stroke 2 months ago. It was noted that the patient experienced another stroke and had an interventional radiology procedure for thrombectomy. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported low flow event may be attributed to external factors such as thrombus at the inflow cannula/outflow graft. Based on the risk documentation, the ¿abnormal sounds" event may be attributed to multiple factors including, but not limited to, thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. Per the instructions for use, thrombus and neurological dysfunction are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of thrombus and neurological dysfunction events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.